Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / persistent pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding (general),") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)."), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and coital bleeding ("post coital bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("severe cramping/abdominal pain"), menstrual disorder ("menstrual bleeding"), infection ("infection") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (removal of both the coils via a partial hysterectomy, b/l salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vulvovaginal pain, abdominal pain, menstrual disorder, infection, hypersensitivity, vaginal haemorrhage and coital bleeding outcome was unknown and the genital haemorrhage, dyspareunia and menorrhagia was resolving. The reporter considered abdominal pain, coital bleeding, dyspareunia, genital haemorrhage, hypersensitivity, infection, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: event added as abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), post coital bleeding. Relevant lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / persistent pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding"), endometritis ("chronic endometritis") and genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding (general),") in a 39-year-old female patient who had essure (batch no. 826504) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal burning sensation, dysmenorrhea, bacterial vaginosis, endometritis, vaginal discharge, rash, onychomadesis, bloating, chronic cervicitis, nabothian cyst, adenomyosis and endometrial ablation since (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)."), coital bleeding ("post coital bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("severe cramping/abdominal pain"), menstrual disorder ("menstrual bleeding"), infection ("infection") and hypersensitivity ("allergic reaction"). The patient was treated with doxycycline, surgery (removal of both the coils via a partial hysterectomy, b/l salpingectomy), surgery (removal of both the coils via a partial hysterectomy, b/l salpingectomy) and surgery (removal of both the coils via a partial hysterectomy, b/l salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, vulvovaginal pain, abdominal pain, menstrual disorder, infection, hypersensitivity, coital bleeding and vaginal haemorrhage outcome was unknown and the genital haemorrhage, dyspareunia and menorrhagia was resolving. The reporter considered abdominal pain, coital bleeding, dyspareunia, endometritis, genital haemorrhage, hypersensitivity, infection, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 30-mar-2010: essure device was successfully occluded. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), endometritis. Most recent follow-up information incorporated above includes: on 18-oct-2018: new pfs received- new reporter and lot number were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / persistent pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding"), endometritis ("chronic endometritis") and genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding (general),") in a 39-year-old female patient who had essure (batch no. 826504 -invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal burning sensation, dysmenorrhea, bacterial vaginosis, endometritis, vaginal discharge, rash, onychomadesis, bloating, chronic cervicitis, nabothian cyst, adenomyosis and endometrial ablation since (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. In january 2009, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)."), coital bleeding ("post coital bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("severe cramping/abdominal pain"), menstrual disorder ("menstrual bleeding"), infection ("infection") and hypersensitivity ("allergic reaction"). The patient was treated with doxycycline, surgery (removal of both the coils via a partial hysterectomy, b/l salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, vulvovaginal pain, abdominal pain, menstrual disorder, infection, hypersensitivity, coital bleeding and vaginal haemorrhage outcome was unknown and the genital haemorrhage, dyspareunia and menorrhagia was resolving. The reporter considered abdominal pain, coital bleeding, dyspareunia, endometritis, genital haemorrhage, hypersensitivity, infection, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), endometritis. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid)¿ incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / persistent pelvic pain'), uterine haemorrhage ('abnormal uterine bleeding') and endometritis ('chronic endometritis') in a 39-year-old female patient who had essure (batch no: 826504-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial ablation since on (B)(6) 2014, vaginal burning sensation, dysmenorrhea, bacterial vaginosis, endometritis, vaginal discharge, rash, onychomadesis, bloating, chronic cervicitis, nabothian cyst, adenomyosis and anxiety. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)."), coital bleeding ("post coital bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding (general),"), vulvovaginal pain ("vaginal pain"), abdominal pain ("severe cramping/abdominal pain"), menstrual disorder ("menstrual bleeding"), infection ("infection / female infections"), hypersensitivity ("allergic reaction"), rash ("skin rashes"), migraine ("severe migraines"), urinary bladder haemorrhage ("bleeding from my bladder"), anxiety ("anxiety attack right after the procedure"), endometriosis ("endometriosis") and arthralgia ("joint pain"). The patient was treated with doxycycline, duloxetine hydrochloride (cymbalta) and surgery (removal of both the coils via a partial hysterectomy, b/l salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, vulvovaginal pain, abdominal pain, menstrual disorder, infection, hypersensitivity, coital bleeding, vaginal haemorrhage, anxiety, endometriosis and arthralgia outcome was unknown and the genital haemorrhage, dyspareunia, menorrhagia, rash, migraine and urinary bladder haemorrhage was resolving. The reporter considered abdominal pain, anxiety, arthralgia, coital bleeding, dyspareunia, endometriosis, endometritis, genital haemorrhage, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, urinary bladder haemorrhage, uterine haemorrhage, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date: on (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: results: essure device was successfully occluded. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / persistent pelvic pain'), uterine haemorrhage ('abnormal uterine bleeding') and endometritis ('chronic endometritis') in a 39-year-old female patient who had essure (batch no. 826504-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial ablation since (B)(6) 2014, vaginal burning sensation, dysmenorrhea, bacterial vaginosis, endometritis, vaginal discharge, rash, onychomadesis, bloating, chronic cervicitis, nabothian cyst, adenomyosis and anxiety. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)."), coital bleeding ("post coital bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding (general),"), vulvovaginal pain ("vaginal pain"), abdominal pain ("severe cramping/abdominal pain"), menstrual disorder ("menstrual bleeding"), infection ("infection / female infections"), hypersensitivity ("allergic reaction"), rash ("skin rashes"), migraine ("severe migraines"), urinary bladder haemorrhage ("bleeding from my bladder"), anxiety ("anxiety attack right after the procedure"), endometriosis ("endometriosis") and arthralgia ("joint pain"). The patient was treated with doxycycline, duloxetine hydrochloride (cymbalta) and surgery (removal of both the coils via a partial hysterectomy, b/l salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, vulvovaginal pain, abdominal pain, menstrual disorder, infection, hypersensitivity, coital bleeding, vaginal haemorrhage, anxiety, endometriosis and arthralgia outcome was unknown and the genital haemorrhage, dyspareunia, menorrhagia, rash, migraine and urinary bladder haemorrhage was resolving. The reporter considered abdominal pain, anxiety, arthralgia, coital bleeding, dyspareunia, endometriosis, endometritis, genital haemorrhage, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, urinary bladder haemorrhage, uterine haemorrhage, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date-(B)(6) 2009 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: essure device was successfully occluded. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), endometritis. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: event of joint pain added. Reporter added, treatment drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / persistent pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("severe cramping/abdominal pain"), menorrhagia ("menstrual bleeding"), infection ("infection"), hypersensitivity ("allergic reaction") and dyspareunia ("painful intercourse"). The patient was treated with surgery (plantiff underwent removal of both the coils via a partial hysterectomy.). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain, menorrhagia, infection, hypersensitivity and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, hypersensitivity, infection, menorrhagia, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 12-sep-2017: new reporter added, lab data added and product stop date was updated to "(B)(6) 2009". Also new events "infection, allergic reaction, menstrual bleeding and painful intercourse". Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / persistent pelvic pain'), uterine haemorrhage ('abnormal uterine bleeding') and endometritis ('chronic endometritis') in a 39-year-old female patient who had essure (batch no. 826504-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial ablation since (B)(6) 2014, vaginal burning sensation, dysmenorrhea, bacterial vaginosis, endometritis, vaginal discharge, rash, onychomadesis, bloating, chronic cervicitis, nabothian cyst, adenomyosis and anxiety. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)."), coital bleeding ("post coital bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding (general),"), vulvovaginal pain ("vaginal pain"), abdominal pain ("severe cramping/abdominal pain"), menstrual disorder ("menstrual bleeding"), infection ("infection / female infections"), hypersensitivity ("allergic reaction"), rash ("skin rashes"), migraine ("severe migraines"), urinary bladder haemorrhage ("bleeding from my bladder"), anxiety ("anxiety attack right after the procedure") and endometriosis ("endometriosis"). The patient was treated with doxycycline and surgery (removal of both the coils via a partial hysterectomy, b/l salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, vulvovaginal pain, abdominal pain, menstrual disorder, infection, hypersensitivity, coital bleeding, vaginal haemorrhage, anxiety and endometriosis outcome was unknown and the genital haemorrhage, dyspareunia, menorrhagia, rash, migraine and urinary bladder haemorrhage was resolving. The reporter considered abdominal pain, anxiety, coital bleeding, dyspareunia, endometriosis, endometritis, genital haemorrhage, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, urinary bladder haemorrhage, uterine haemorrhage, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2009 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: essure device was successfully occluded. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), endometritis. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received: new events 'skin rashes', 'endometriosis', 'severe migraines', 'bleeding from my bladder' and 'anxiety attack right after the procedure' were added. Event of genital haemorrhage downgraded to non-serious. Reporter information was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / persistent pelvic pain'), uterine haemorrhage ('abnormal uterine bleeding'), endometritis ('chronic endometritis'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia),') in a 39-year-old female patient who had essure (batch no: 826504-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial ablation since on (B)(6) 2014, vaginal burning sensation, dysmenorrhea, bacterial vaginosis, endometritis, vaginal discharge, rash, onychomadesis, bloating, chronic cervicitis, nabothian cyst, adenomyosis and anxiety. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse).") And coital bleeding ("post coital bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (general),"), vulvovaginal pain ("vaginal pain"), abdominal pain ("severe cramping / abdominal pain"), menstrual disorder ("menstrual bleeding"), infection ("infection / female infections"), hypersensitivity ("allergic reaction"), rash ("skin rashes"), the first episode of migraine ("severe migraines"), urinary bladder haemorrhage ("bleeding from my bladder"), anxiety ("anxiety attack right after the procedure"), endometriosis ("endometriosis"), arthralgia ("joint pain"), alopecia ("hair loss"), onychomadesis ("lost some of my toenails"), dermatitis ("dermatitis"), the second episode of migraine ("migraines"), headache ("headaches"), abdominal pain upper ("severe stomach pain"), irritable bowel syndrome ("ibs"), allergy to metals ("allergy to nickel") and rash macular ("red dots on stomach") and was found to have weight increased ("weight gain"). The patient was treated with doxycycline, duloxetine hydrochloride (cymbalta) and surgery (ablation and removal of both the coils via a partial hysterectomy, b/l salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage, vulvovaginal pain, abdominal pain, menstrual disorder, infection, hypersensitivity, coital bleeding, anxiety, endometriosis, arthralgia, dermatitis, the last episode of migraine, abdominal pain upper and irritable bowel syndrome outcome was unknown, the menorrhagia, genital haemorrhage, dyspareunia, rash, urinary bladder haemorrhage, alopecia, onychomadesis, weight increased and headache was resolving and the rash macular had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, coital bleeding, dermatitis, dyspareunia, endometriosis, endometritis, genital haemorrhage, headache, hypersensitivity, infection, irritable bowel syndrome, menorrhagia, menstrual disorder, onychomadesis, pelvic pain, rash, rash macular, urinary bladder haemorrhage, uterine haemorrhage, vaginal haemorrhage, vulvovaginal pain, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: discrepancy noted in essure insertion date on (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: results: essure device was successfully occluded. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media was received. Event added- hair loss, lost some of my toenails, dermatitis, weight gain, migraines, headaches, stomach pain, irritable bowel syndrome, allergy to nickel, red dots on stomach. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/persistent pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("severe cramping/abdominal pain"), menstrual disorder ("menstrual bleeding"), infection ("infection"), hypersensitivity ("allergic reaction") and dyspareunia ("painful intercourse"). The patient was treated with surgery (removal of both the coils via a partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain, menstrual disorder, infection, hypersensitivity and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, hypersensitivity, infection, menstrual disorder, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: essure device was successfully occluded most recent follow-up information incorporated above includes: on 18-sep-2017: after internal review, the event "menstrual bleeding" was re-coded to meddra pt menstrual disorder. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / persistent pelvic pain"), genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding (general),"), uterine haemorrhage ("abnormal uterine bleeding") and endometritis ("chronic endometritis") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal burning sensation, dysmenorrhea, bacterial vaginosis, endometritis, vaginal discharge, rash, onychomadesis, bloating, chronic cervicitis, nabothian cyst, adenomyosis and endometrial ablation (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)."), coital bleeding ("post coital bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), endometritis (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("severe cramping/abdominal pain"), menstrual disorder ("menstrual bleeding"), infection ("infection") and hypersensitivity ("allergic reaction"). The patient was treated with doxycycline and surgery (removal of both the coils via a partial hysterectomy, b/l salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, vulvovaginal pain, abdominal pain, menstrual disorder, infection, hypersensitivity, coital bleeding and vaginal haemorrhage outcome was unknown and the genital haemorrhage, dyspareunia and menorrhagia was resolving. The reporter considered abdominal pain, coital bleeding, dyspareunia, endometritis, genital haemorrhage, hypersensitivity, infection, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: essure device was successfully occluded. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), endometritis. Most recent follow-up information incorporated above includes: on 1-mar-2018: mr received: new reporters, patient ethnicity, concomitant disease, treatment drug and new event uterine haemorrhage added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and abdominal pain ("severe cramping/abdominal pain"). The patient was treated with surgery (one or more surgeries to remove one or more essure coils). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.